Event description:
The patient reportedly experienced decrease in performance. Testing of the device showed that the device is not functioning. Surgery to explant the patient's device will be scheduled.